Event description:
It was reported that during lead revision due to noise, it was discovered that the set screw of the device was loose. The set screw was re-tightened. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.